Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the housing of the large hem-o-lok clip applier instrument was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument housing snaps were broken, the housing of the instrument was loose due to the broken snaps. Evidence not conclusive, but damage to insert is likely due to mishandling/misuse. No other damage was found. An additional observation not reported by site was that the distal end of the main tube appears to have a stripped epoxy coating layer, as a result the fiberglass layer underneath the epoxy layer was exposed. This damage was exhibited along the entire length of the main tube. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.